Event description:
It was reported the patient's doctor could not get the implant "working right." The lead was not working and the patient needed the anchored lead replaced. The patient was having difficulty finding a doctor to replace the lead. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Event description:
Additional information. Following the device implant there was 100% failure when the device was set. The patient had surgery about 6 weeks later, on (B)(6) 2010 to try to fix the device. Per the reporter, during the surgery the surgeon did an experiment, but the experiment also failed. The reporter stated the patient had an anchored lead and a jerry-rigged lead in the lower back and both needed to be replaced. The reporter stated the surgeon did not want to do more to get it fixed though. It was noted the device worked 50%. The device worked on the right side, but not the left. It was also noted the patient had had 5 surgeries in less than 3 years with the implant, but no details regarding all of the surgeries were reported. The patient wanted the device explanted.

Event description:
Additional information was received from a company representative that reported the patient did not have 100% coverage of his painful areas. Also, "a few years ago" high impedances were measured and a revision surgery was performed to replace an extension. The patient then had a new complaint of inadequate pain relief and was referred to a neurosurgeon who declined to perform a lead revision due to the risk and the patient's "unrealistic expectations." The patient's managing physician continues to help him with his therapy. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Lead model 399930 lot# v004091 implanted: (B)(6) 2008, lead model 389133 lot# v024516 implanted: (B)(6) 2007, programmer model 37743 serial# (B)(4).